Event description:
It was reported that a pump module has a missing platen. The issue was reported to bd representative during their site visit. Per report, the device was tagged and sent to hospital's clinical engineering to have them repaired as soon as possible. None of the devices were observed during patient use. All devices were in clean storage and ready for patient use. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.